Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review, and referring to known similar events, it was presumed that stress generated with wire manipulation in attempts to cross the heavily calcified cto by subintimal tracking had likely contributed to the reported separation of the tip of the guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement in the subintimal space under the lesion. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: separation of the guide wire.

Event description:
It was reported that an asahi confianza pro 12 guide wire was used for a percutaneous coronary intervention (pci) to treat a mildly tortuous, heavily calcified chronic total occlusion (cto) in the right coronary artery (rca). The guide wire snapped when the physician was trying to cross the cto lesion. The guide wire was controlled to go subintimal under the lesion, when the tip was snapped. The physician determined to leave the separated tip in the subintimal space.

Manufacturer narrative:
The confianza pro 12 guide wire was returned for evaluation. Separation of the coil was confirmed at the mid solder that was originally located at 13mm from the tip. The core wire was found fractured at approximately 9mm from the mid solder. Scanning electron microscopic observation found that helical marks on the core shaft and elongated dimples in the circumferential direction on the fracture surface. These findings indicated that torsion had contributed to core fracture. Necking was observed on the fracture end of the coil, indicating tensile stress had contributed to coil fracture. Based on the obtained information and investigation outcome, it was presumed that torsional stress generated with wire manipulation in attempts to cross the heavily calcified cto by subintimal tracking had most likely contributed to the observed separation of the core wire of the guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement in the subintimal space under the lesion. The coil was likely separated due to tensile stress generated with wire removal. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~ separation of the guide wire.